Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 200 mg/dl range and customer was unable to provide meter bg reading. As a result of the auto-bolus, customer's blood glucose (bg) level decreased to an unspecific bg value that was not provided, and had lost consciousness. Customer required assistance giving glucagon to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.